Event description:
It was stated that the customer was hospitalized for hypoglycemia. After treatment, the customer got back on the insulin pump, then experienced hyperglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.